Manufacturer narrative:
It was reported that the ventilator had a software issue. According to information from our field service engineer (fse), the customer services their ventilator and replaced the control panel. The customer asked for help in getting software for the machine. Fse had trouble loading the software on the machine, but was able to get the software to load after several attempts. This service was only a software load, no full repair was made and it was noticed that the machine was missing the o2 sensor, which prevented fse from performing the pre-use check. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator had a software issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).